Event description:
It was reported that the patient was having rejection phenomena as the scar tissue had inflammation with serious flow since the upgrade of their device. It was also reported that the patient was hospitalized for three days and had ambulatory follow up assessment every week until the event was resolved. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.